Event description:
--

Event description:
Boston scientific received information that during the initial implant of this device, it was noted that there was out-of-range (oor) impedances of greater than 2000 ohms as well as increased thresholds. The lead was visually observed to be correctly inserted but the issues remained. The leads were removed and reaplced into the old device as well as a pacing system analyzer (psa) and normal impedances and thresholds were observed. As a result, this device was explanted and not used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.